Event description:
The customer reported to philips healthcare that the charge and discharge button was malfunctioning on the heartstart mrx. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.